Manufacturer narrative:
(B)(4). (B)(6). Complaint conclusion: the event involved a 6 x 80mm smart control vasculature stent that was shorter than expected after being deployed. The patient was treated with a second smart control stent to fully cover the lesion with no reported patient injury. The event involved a patient who was undergoing percutaneous intervention on an unknown target lesion. The site reported that the smart stent delivery system (sds) had been stored, handled and inspected according to the instructions for use (IFU) and that nothing unusual was noted about the sds prior to use. The diameter of the unconstrained stent size 1-2 mm was larger than the vessel diameter. The sds did not pass through any acute bends or through a previously deployed stent. No difficulty or resistance was noted while crossing the lesion with the stent or during its¿ deployment. The smart stent expanded fully with good wall apposition. Once deployed, the 80mm stent appeared to be just 55mm in length. A second smart control stent was deployed to fully cover the lesion. This stent is noted to have also expanded fully with good wall apposition and the procedure successfully completed with no reported patient injury. Three images were provided for review. The first two images appear to show a stent deployed in an unknown vessel with a scale created within fluoroscopy system signifying that the deployed stent was 55.82mm long. The third image depicts the product box for a 6 x 80mm smart control device. However, without more information about the characteristics of the vessel (tortuosity) or films with different views of the patient¿s anatomy, it is not possible to determine whether the stent was shorter than its¿ labeled length or not. The paucity of this image and the lack of index procedure films make it difficult to fully evaluate this event. The product remains implanted in the patient and is not available for return to the manufacturer. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent inaccurate length-too short¿ event could not be confirmed based on the provided images. The product IFU instructs the user to select the size of the stent based on an unconstrained stent length according to the stent size selection table. The IFU further instructs that failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Given the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During a stenting procedure to an unknown target lesion, it was reported by the surgeon that the length of the smart control stent was just 55 mm instead of 80 mm after deployment. The surgeon had to implant another cordis stent to complete the surgery. There was no report of patient injury. The product store was stored, inspected and handled according to the IFU. Nothing was unusual about the stent delivery system (sds) prior to use. The diameter of the unconstrained stent size 1-2 mm was larger than the vessel diameter. The stent delivery system did not pass through any acute bends. There was nothing difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. There was no difficulty or resistance during deployment of the smart control stent. The smart control stent expanded fully with good wall apposition. It is unknown if the second stent was placed overlapping the smart control stent. The additional stent expand fully with good wall apposition. It is unknown if the lesion was post-dilated after the smart control stent was implanted. There is no additional information as to the target lesion vessel characteristics. Photographs received were reviewed, the first two pictures appear to show a stent deployed in an unknown vessel, with a scale created within the fluoroscopy system signifying 55.82mm in length, alongside the deployed stent. The third photograph depicts the box of the device allegedly deployed.